Event description:
The subsidiary service repair technician (srt) reported that during training activity of the device at the subsidiary service center, the system 1 (aps1) demo unit crashed and shut down. When the asp1 was unplugged from wall supply, the unit crashed w/o switching to battery backup, and automatically rebooted after being plugged back in. There was no pt involvement.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-00297.